Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After 20 months, the user developed recurrent/persistent clean white, non-foul, non-blood stained eac discharge/white flakes. Admissions (B)(6) 2024 and (B)(6) 2025.

Manufacturer narrative:
Conclusion: in situ measurements show the device working within specification. According to information received, a discharge from external auditory canal (eac) was reported, which did not involve the implant site and has resolved after antibiotic treatment. Given the time of presentation and location of the infection limited to the eac and not involving the implant site, this appears to be a device-unrelated infection. Furthermore, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device remains implanted. This is a final report.

Event description:
After 20 months, the user developed recurrent/persistent clean white, non_foul, non_blood_stained eac discharge/white flakes (admissions (B)(6) 2024 and (B)(6) 2025).